Event description:
Customer reported difficulty in pressing the quick bolus/wake button on the pump, which required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to apply more pressure directly on the button while supporting the pump, though the issue persisted. Consequently, a decision was made to replace the pump, which was under warranty. Customer was instructed on how to enter storage mode and return the pump using a pre-paid label, and the replacement process was confirmed with the shipping address.